Manufacturer narrative:
(B)(4). It has been indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03781.

Event description:
It was reported that debris was found in the sterile packaging. No adverse event noted to patient.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned product confirms the reported packaging particulates. DHR was reviewed and no discrepancies were found. The root cause is attributed to a manufacturing floor error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.